Event description:
Information received from our (B)(4) affiliate. The pt contacted our affiliate and reported being diagnosed with a corneal ulcer. The pt reported pain and swelling on (B)(6)2010 while wearing a 1-day acuvue trueye contact lens and saw an eye care professional (ecp) that day and was diagnosed with a corneal ulcer. The pt was instructed to discontinue contact lens wear for 7 days. The pt recovered on (B)(6)2010. The ecp's office was contacted for additional information and they refused to provide additional information without written consent from the pt. Written consent from the pt has not been received at this time. We have not received product or the product lot #. Information received from complainant was limited and suggested potential serious injury and is being reported as worst case. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed.